Event description:
While wearing the external equipment, the patient reportedly had no sound perception. In 2005, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explaint the patient's device to be determined.